Event description:
It was reported that during the implant procedure, the filter moved from the vena cava to the heart. Reportedly, upon successful deployment, the filter appeared be fully opened; however, the physician reviewed the images, and it appeared that the filter legs were not engaged in the cava wall. The physician decided to further evaluate the position of the filter, but the filter had already moved from the cava to the heart. The physician attempted retrieval from the jugular vein using a recovery cone and a snare, but was unsuccessful. The filter was successfully removed with a snare from the femoral vein. The pt was reported to be doing well.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter has been returned for eval and the investigation is currently underway.